Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device has been affected.

Manufacturer narrative:
Additional information: according to the information received from the field a damage to the reference electrode seems likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
Hearing performance with the device has been affected. The user has been reimplanted.